Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula, broken part was found split from the sensor base. Also, performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and found a dull point at the tip of the insertion needle. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to sensor was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the sensor was not connecting to the insulin pump. Customer was not able to recalibrate. Customer reported that upon removal of the sensor she noticed that the electrode was missing. Customer's blood glucose level at the time of the incident was 173 mg/dl. Product is expected to return.